Manufacturer narrative:
Device evaluation follow-up #2: the device was returned to animas and evaluated by product analysis on 09/25/2015 with the following results. Clip was not returned with pump for investigation. No damage found to pump case. Test clip able to attach securely to pump. Display is dim with a red hue. Returned battery cap used for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012 the reporter contacted animas to report an issue with the pump. The issue was not resolved, as the patient was unavailable for troubleshooting. The technical support representative contacted the patient, however was unable to reach her by telephone. There was no reported patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 submitted (B)(4) 2012: on (B)(6) 2012, the reporter provided follow-up information in response to a due diligence letter. She clarified that the problem had not been with the pump, but with a broken clip, and it has been resolved already. She reported that otherwise there are no issues with pump and was advised to contact customer support if any problems arise. With this new information, the complaint is now classified as non-reportable.